Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet touchscreen became nonresponsive, and the user identified a small crack on the screen; the device could not be unlocked and a replacement was arranged, with instruction to shut down the device, return it with the provided label, and complete startup on the replacement, while continuing cgm use via the dexcom app or receiver. Symptoms included no adverse clinical effects reported and a concurrent blood glucose value of 137 mg/dl. Outcomes included continued diabetes management using cgm without interruption. Investigation included troubleshooting by having the user provide a video and photos to confirm the nonresponsive screen and visible crack, as well as verification of shipping and return logistics. Investigation of this device revealed that physical damage to the touchscreen was present and consistent with a cracked screen leading to loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external physical impact.